Manufacturer narrative:
A review of the complaint history for sn 16164434 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxibus cable around drawer 4 has some damage. A field service engineer was able to apply temporary fix by using electrical tape around damage to keep from exposing to metal back plate. The field service engineer replaced the pyxibus cable due to thermal damage and took a picture of the damaged cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary machine was rebooted by itself when opening the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.